Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
It was reported a spontaneous late disassociation of the tibial insert two years and a half postoperatively, the patient complained of sudden onsite right knee pain that had lasted for one month. This information was identified during a literature review